Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that distal flow was poor to left leg before the start of the case. Impella was inserted through 14 fr sheath without difficulty. Physician removed 14 fr sheath and inserted repo sheath. Images of distal left leg were taken, and flow was poor. It was decided to perform femorofemoral (femoral-femoral) bypass to push flow to the left leg, however the patient expired on support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).